Event description:
It was reported by the healthcare professional (hcp) that this left ventricular (lv) lead exhibited elevated threshold measurements ranging from 1.2 to 1.5 volts (v) and intermittent electrical instability. Technical services (ts) identified intermittent low impedance readings below 200 ohms and cal noise affecting the lv pacing pathway, along with intermittent low measurements. These findings raised concern for compromised lv lead electrical integrity. A request was made to have data from this device analyzed. Analysis indicated that the lv lead abnormalities were likely secondary to abnormal electrical exposure associated with a device related pace switch multiplexer defect, creating risk for electrochemical corrosion and progressive lead damage. Due to the inability to guarantee long term lv lead performance under these conditions, evaluation and potential replacement of the lv lead were recommended. To date, this lv lead remains in service. No adverse patient effects were reported.